Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of asxe0002 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported by the distributor that doctor wants to remove the catheter from patient so she clears the way to remove the catheter by using a dull object to remove the fibrosis at the cuff-side. By pulling onto catheter there was a lot of resistance, so she manually (by finger) makes more space around the cuff. Then pulled slightly (not with many forces) and then catheter was broken in two pieces at position from hub to cuff sheath. Surgical intervention was needed to remove the other part. Patient complained about a lot of pain.